Event description:
It was reported that a vns patient was referred to the surgeon's office due to a broken lead. Additional information was received in the form of clinic notes indicating the patient's vns was assessed on (B)(6) 2010 and a lead impedance test indicated high lead impedance. X-rays were taken and evaluated by the treating neurologist who indicated there was a suspected discontinuity as the lead looped within the patient's neck. The patient's device was programmed to 0 ma and was referred for replacement surgery. X-rays were received by the manufacturer and were reviewed. Review of x-rays revealed the generator was placed in the left chest in normal orientation. The filter feed-thrus appeared to be intact. The connector pin was visualized to be fully inserted and the lead wires appeared to be intact at the connector pin. There was some lead located behind the generator which could not be fully assessed. A lead discontinuity was found in the neck area near the only tie-down. Follow-up with the treating nurse revealed there was no patient manipulation or trauma that could have contributed to the high lead impedance but since the patient suffers from mr it was unknown. The last known good system diagnostics were from (B)(6), 2010 and were ok/ok/2/no. At the moment revision surgery is likely but has not been scheduled.

Manufacturer narrative:
Method: manufacturer reviewed x-rays of implanted device. Results: review of x-rays by the manufacturer revealed a gross lead discontinuity. Conclusions: device failure occurred, but did not cause or contribute to a death or serious injury.